Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The customer was unable to fix the issue and started transducing the central lumen successfully. They were advised that there may be a severe kink, or break in the fiber optic strand. It was noted that there could also have been something interfering the sensor at the tip of the catheter. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).